Event description:
Pt was admitted to surgery for a radical retropubic prostatectomy; diagnosis prostate cancer. Pt was prepped for procedure. During procedure, the roth suture guide was used, but it was found to be malfunctioning. No pt injury resulted from this malfunction.